Event description:
Litigation alleged the patient suffered pain, decrease mobility, occasional clicking and/or popping and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
*Update** 12/10/2012- litigation papers received. It is now alleged that the patient was implanted with pinnacle. It is alleged that the patient suffers from pain, discomfort, weakness, difficult mobility, and large amounts of toxic cobalt chromium metal ions and particles. However, an invoice has been located and indicates that the patient was implanted with a poly liner. The asr cup and asr femoral head have been updated to a poly liner and femoral head. All other products have been entered, but not reported. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Manufacturer narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.